Manufacturer narrative:
The calibration and qc recovery were acceptable. A general reagent problem can be excluded. The alarm trace did not show any alarms on the day of the event. However, there was an indication of an insufficient sample volume on the preanalytical module. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas 6000 e601 module. The initial result was 604 miu/ml. After 4 days of freezing, the sample was run on an e801 at another site with a result of 106 miu/ml. The repeated result on the e801 was 130 miu/ml. The questionable result was not reported outside the laboratory. The reagent lot number was 470489. The expiration date was requested but not provided.